Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 03/26/2017, the reporter contacted animas, alleging that the keypad buttons were under responsive. The reporter noted that there was moisture observed inside the pump. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/02/2017 with the following findings: during investigation, the keypad was cover was intact; the up arrow, down arrow and ok keypad buttons were found to be under responsive. The keypad was removed and no damage to button contacts or keypad flex cable was observed. The pump was opened and moisture corrosion was found on keypad connector and pcb. Unrelated to the complaint, investigation revealed these issues: the pump powered on with a dim, discolored display; there was visible moisture on the display; a leak test failed due to a leak from crack in pump case. No moisture was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).